Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The reported was indicated that there was anatomical interference (device interacted with cardiac septum during deployment), there was no angulation or kink in the delivery system upon deployment, and unknown size delivery system was used. Additionally, per case details, the implanter classify this event as being related to patient's challenging anatomy. Based on the information reviewed, the cause of the reported incident appears to be related to procedure circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was chosen for implant using a mullin sheath. During deployment, the device had a cobra deformation. It was noted that the device made contact with the cardiac structures during deployment. A decision was made to replace the device with a second 28mm amplatzer septal occluder, but it showed the same defect as first occluder. The health care professional could not used the device because the inferior vena cava (ivc) margin of the patient was deficient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable.